Event description:
It was reported that a misalignment was seen on the touch panel of screen display, then ventilation setting and alarm reset operation was no longer possible. Replaced the device, so there was no consequence such as health damage. The restriction was resolved after calibration. Ventilation continued. However, in case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Manufacturer narrative:
The provided information was analysed regarding the reported event. No log file was made available for investigation. Based on the provided information the extent to which the touchscreen was misaligned or inoperable could not be determined. However, the restriction of the touchscreen was resolved after calibration was performed by the user. The device was returned to use without further deviations. The investigation found no indication for a device malfunction. If the device is in use for a long period of time, the touchscreen may become misaligned. The misalignment of the touch screen is a slow occurring process which can extent from being inconvenient for the user to operate up to the touchscreen being inoperable. A calibration of the touchscreen has to be performed to the resolve the misalignment. The calibration procedure is described in the instruction for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a misalignment was seen on the touch panel of screen display, then ventilation setting and alarm reset operation was no longer possible. Replaced the device, so there was no consequence such as health damage. The restriction was resolved after calibration. Ventilation continued. However, in case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.